Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 rtg0615023 mpxr 1199298 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they are not able to turn the stimulation off on their controller. Caller stated that they can't sleep at night because they can feel the stimulation in their legs and they have not been able to sleep for 3 nights. Pt stated they have also tried turning the stimulation down as far as it will go. Agent walked caller through turning stimulation off but pt stated they can still "feel it". Caller confirmed that the controller is 100% and the implant is 70%. Pt stated this issue has happened before and they were just sent new controllers and that resolved the issue (agent did not find any related cases). Patient believes stimulation is on, even though her programmer says stimulation is off. Patient called back and repeated previously documented information. Patient mentioned it's been like that for at least 4 days of the stimulator not shutting off. Patient mentioned they can't lay down and sleep at night because when they lay down they get more vibration. Agent asked clarifying question and patient mentioned they reach out to the doctor but didn't get ahold of them. Agent reviewed with patient to follow up with the hcp to further address the issue.